Manufacturer narrative:
After battery installation, the middle (enter) keypad button did not respond to keypad presses due to moisture damage keypad connector and pcba1. Unable to perform displacement and self tests or verify audio/beep/vibrate anomaly due to the keypad anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was beep anomaly. Customer stated that they did not hear low and high alarms and does how in history as well as on reported. Customer reported they did not hear beeps when audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.